Event description:
Customer called to report that he had been having a lot of problems controlling his blood glucose (bg) levels lately, where his bg would read "high" (over 500 mg/dl) on the pdm. He did not provide any more detailed info. He said that he had several occlusion errors as well. Advised customer to use pinch up method from now on, which helps with better cannula placement that may prevent high bg and to help prevent occlusions. Customer said he had recently been hospitalized in the intensive care unit for 1 week, possibly because of failure of pods to control bg. He never reported any of these issues with customer support. Offered customer to work with a clinical specialist, but customer said it is unnecessary and will try the pinch up method. No further problems reported.

Manufacturer narrative:
The actual device involved is unk and will not be returned to the MFR for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency. This was identified as a reportable event during an ongoing review of the system.